Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc) received on 22-nov-2016: this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) placed and began experiencing heavy menstruation. Approximately 4.5 years after insertion the plaintiff underwent a salpingectomy. The event is serious due to medical significance and is anticipated in the reference safety information of essure. After essure insertion, abnormal genital bleeding and changes of menses patterns may occur. In this particular case, the event started after essure insertion. Considering the temporal relationship and the absence of alternative explanations, a causal relationship between the event and essure cannot be excluded (related). Additional non-serious events were also reported. This case was regarded as incident since a surgical intervention was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information is expected only through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer on behalf of a female plaintiff of unspecified age in united states on 13-oct-2016. The plaintiff had essure (fallopian tube occlusion insert) implanted on (B)(6) 2011 for permanent contraception. On 04(B)(6) 2012, hsg test (hysterosalpingogram) was performed and showed satisfactory placement of both essure coils and full occlusion of both tubes. Sometime after the procedure, plaintiff began experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, pain during intercourse, headaches, allergic reaction, mood swings, abdominal pain, migration of the device, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing painful ovulation, hair loss, fatigue, muscle and joint pain, and heavy menstruation. On (B)(6) 2016, she underwent a salpingectomy. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) placed and began experiencing heavy menstruation. Approximately 4.5 years after insertion the plaintiff underwent a salpingectomy. The event is serious due to medical significance and is anticipated in the reference safety information of essure. After essure insertion, abnormal genital bleeding and changes of menses patterns may occur. In this particular case, the event started after essure insertion. Considering the temporal relationship and the absence of alternative explanations, a causal relationship between the event and essure cannot be excluded (related). Additional non-serious events were also reported. This case was regarded as incident since a surgical intervention was required. A quality-safety investigation of the product is being sought. Further information is expected only through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("heavy menstruation, abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), genital haemorrhage ("excessive bleeding") and rheumatoid arthritis ("ra") in an adult female patient who had essure (batch no. 872994, ecc305, b72994) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: micronor on (B)(6) 2011. Concomitant products included buspirone hydrochloride since (B)(6) 2015, diclofenac since (B)(6) 2015, frovatriptan succinate monohydrate (frova), hydroxychloroquine phosphate (plaquenil), levothyroxine sodium (synthroid) since 2006, levothyroxine since 2009, meloxicam (mobic), methocarbamol (robaxin) from 2013 to 2016, methylprednisolone (medrol) since 2014, nabumetone, nabumetone (relafen), omeprazole from 2012 to 2013 and prednisone from november 2014 to january 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), arthralgia ("joint pain") and autoimmune disorder ("experienced autoimmune type symptoms"). In september 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), ovulation pain ("painful ovulation"), myalgia ("muscle pain") and lupus-like syndrome ("potential lupus"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the menorrhagia, vaginal haemorrhage, alopecia, arthralgia, autoimmune disorder, fatigue and dysmenorrhoea had resolved. At the time of the report, the pelvic pain, rheumatoid arthritis, ovulation pain, hypersensitivity, myalgia, lupus-like syndrome, migraine and headache outcome was unknown and the genital haemorrhage was resolving. The reporter considered alopecia, arthralgia, autoimmune disorder, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, lupus-like syndrome, menorrhagia, migraine, myalgia, ovulation pain, pelvic pain, rheumatoid arthritis and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Plaintiff fact sheet received : event abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: fatigue and hair loss, autoimmune disorder type of disorder: experienced autoimmune type symptoms; was followed for potential lupus; diagnosed with ra, migraines / headaches, salpingectomy (bilateral removal of fallopian tubes), pain, fatigue, hair loss added. The reporter, patient and product information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("heavy menstruation, abnormal bleeding (menorrhagia)"), device expulsion ("upon removing the fallopian tube it was noted very little of the essure device was actually in the tube most was within the uterine cavity"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), genital haemorrhage ("excessive bleeding") and rheumatoid arthritis ("ra") in an adult female patient who had essure (batch no. 872994, ecc305, b72994) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heartburn, hypothyroidism and inflammatory polyarthritis. Previously administered products included for birth control: micronor on (B)(6) 2011. Concomitant products included buspirone hydrochloride since (B)(6) 2015, diclofenac since (B)(6) 2015, frovatriptan succinate monohydrate (frova), hydroxychloroquine phosphate (plaquenil), levothyroxine sodium (synthroid) since 2006, levothyroxine since 2009, meloxicam (mobic), methocarbamol (robaxin) from 2013 to 2016, methylprednisolone (medrol) since 2014, nabumetone, nabumetone (relafen), omeprazole from 2012 to 2013 and prednisone from (B)(6) 2014 to (B)(6) 2016. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced rheumatoid arthritis (seriousness criterion medically significant), arthralgia ("joint pain") and autoimmune disorder ("experienced autoimmune type symptoms"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovulation pain ("painful ovulation"), myalgia ("muscle pain") and lupus-like syndrome ("potential lupus"). The patient was treated with surgery (bilateral salpingectomy).essure was removed on (B)(6) 2016. In (B)(6) 2016, the menorrhagia, vaginal haemorrhage, alopecia, arthralgia, autoimmune disorder, fatigue and dysmenorrhoea had resolved. At the time of the report, the pelvic pain, device expulsion, rheumatoid arthritis, ovulation pain, hypersensitivity, myalgia, lupus-like syndrome, migraine and headache outcome was unknown and the genital haemorrhage was resolving. The reporter considered alopecia, arthralgia, autoimmune disorder, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, lupus-like syndrome, menorrhagia, migraine, myalgia, ovulation pain, pelvic pain, rheumatoid arthritis and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 1-mar-2018: the medical record received:the event device expulsion added,medical history added,reporter added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("heavy menstruation, abnormal bleeding (menorrhagia)"), device expulsion ("upon removing the fallopian tube it was noted very little of the essure device was actually in the tube most was within the uterine cavity"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), genital haemorrhage ("excessive bleeding"), rheumatoid arthritis ("ra") and systemic lupus erythematosus ("experienced autoimmune type symptoms/potential lupus") in an adult female patient who had essure (batch no. 872994) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heartburn, hypothyroidism and inflammatory polyarthritis. Previously administered products included for birth control: micronor on (B)(6) 2011. Concomitant products included buspirone hydrochloride since (B)(6) 2015, diclofenac since march 2015, frovatriptan succinate monohydrate (frova), hydroxychloroquine phosphate (plaquenil), levothyroxine sodium (synthroid) since 2006, levothyroxine since 2009, meloxicam (mobic), methocarbamol (robaxin) from 2013 to 2016, methylprednisolone (medrol) since 2014, nabumetone, nabumetone (relafen), omeprazole from 2012 to 2013 and prednisone from november 2014 to january 2016. On (B)(6) 2011, the patient had essure inserted. In march 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). In september 2013, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and arthralgia ("joint pain"). In september 2015, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), ovulation pain ("painful ovulation") and myalgia ("muscle pain"). The patient was treated with surgery (bilateral salpingectomy), surgery (on (B)(6) 2016 bilateral salpingectomy). Essure was removed on (B)(6) 2016. In may 2016, the menorrhagia, vaginal haemorrhage, alopecia, arthralgia, fatigue and dysmenorrhoea had resolved. At the time of the report, the pelvic pain, device expulsion, rheumatoid arthritis, systemic lupus erythematosus, ovulation pain, hypersensitivity, myalgia, migraine and headache outcome was unknown and the genital haemorrhage was resolving. The reporter considered alopecia, arthralgia, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, myalgia, ovulation pain, pelvic pain, rheumatoid arthritis, systemic lupus erythematosus and vaginal haemorrhage to be related to essure. Lot numbers ecc305 and b72994 reported are invalid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-aug-2018: quality-safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.